Event description:
The customer reported that on (B)(6) 2011 the coulter lh 750 hematology analyzer generated an erroneously elevated hemoglobin (hgb) repeat result with no instrument generated flags for a known cancer patient sample. The initial patient sample results, generated in instrument automatic mode, yielded incomplete computation flags for hgb, mean cell hemoglobin concentration (mchc) and mean cell hemoglobin (mch) results as well as low red blood cell (rbc), hematocrit (hct) and high white blood cell (wbc) and platelet (plt) results and hence the repeat result was performed in manual mode. The erroneous result hgb result was reported outside the laboratory however was questioned by the physician as it did not align with the patient's clinical picture. Upon repeat on another instrument, a lower hgb result was generated that was regarded as valid. There was no death, injury, or change to patient treatment associated with this event. Quality controls executed during the timeframe of the event generated results within established specifications. The sample was collected in an anticoagulant purple topped tube and mixed prior to analysis.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) but was unable to reproduce the recovery problem. A definitive root cause for this event is unknown to date.